Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements during an ablation procedure. Additionally, when fluoroscopy was utilized, lead damage was observed on this lead. Reprogramming was performed. No adverse patient effects were reported. This lead remains in service.